Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returend.

Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Reportedly, a cartridge alarm intermittently occurred during insulin delivery. Customer administered a correction injection to treat the bg. Customer loaded a new cartridge to resolve the issue.